Event description:
The patient experienced a fall and the right atrial (ra) lead appears to be intermittent undersensing during at/af. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).